Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds. During the revision procedure it was confirmed that the lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (ipg) 2009-(B)(6), 4092-58 implantable pacing lead 2009-(B)(6). (B)(4).